Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"1. Specific operational use: on (B)(6) 2026, the patient's right hand back to play the position of the cannula red, swollen, pain, the same day the patient appeared fever, venous blood culture suggests staphylococcus aureus, (B)(6) 2026, the patient's left hand back to play the position of the venous cannula and red, swollen, pain, and both hands of the position of the cannula puncture point appeared pus points. After the discovery of the situation immediately remove the cannula, elevate the affected side of the back of the hand, local wet compresses of magnesium sulfate, topical application of hilotropin, bactroban. At the same time, intravenous antibiotics were used to treat the patient. 2. Adverse events: redness, swelling and pain at the location of the cannula, fever on the same day, venous blood culture suggesting staphylococcus aureus; 3. Impact on the victim: redness, swelling and pain at the location of the cannula, fever on the same day, venous blood culture suggesting staphylococcus aureus; 4. Therapeutic measures taken and the results: remove the cannula immediately after the discovery of the case, elevate the dorsum of the affected hand, apply magnesium sulfate, topical wet compresses, and apply hilotropin and bactrim. The patient was treated with localized wet dressing of magnesium sulfate, topical application of hilotropin and bactroban. At the same time, intravenous antibiotics were used to treat the patient. Information added from (B)(4) while another patient developed severe redness and swelling after removal of the cannula, which was ultimately confirmed as an infection. The latter patient is the mother of the hospital director. She was treated with antibiotics, magnesium sulfate compresses, and topical applications of xiliaotu/baituobang. The director has instructed the head nurse to report this adverse event. Information added from (B)(4) 1. Specific operational use: (B)(6) 2026, the nurse in the patient left hand back to leave a venous cannula, (B)(6) 2026, the patient complained of cannula puncture point pain, found that the situation immediately after the removal of the cannula, the puncture point did not see obvious abnormalities, the local skin temperature is normal.(B)(6) 2026, the patient's left hand back to hit the site of the cannula appeared to be localized redness of the skin, skin temperature is high, the back of the left hand skin is swollen. Given to elevate the affected limbs, wet compresses of magnesium sulfate, topical application of hilotropin, bactroban, (B)(6) 2026, the left dorsum of the left hand with an indwelling needle puncture blood vessels redness, skin temperature is normal, there is still swelling, check the hand ultrasound, clear no thrombosis, the medical team to consider as an infection of the site of the puncture of the needle; 2. Adverse event situations: pain at the puncture point of the indwelling needle, the left dorsum of the left hand playing the site of the indwelling needle appeared to have localized reddening of the skin, skin temperature is high and the skin of the left dorsum of the left hand is swollen; 3. Impact on the victim: pain at the puncture point of the cannula, localized skin redness at the site of the left dorsum of the left hand playing the cannula, high skin temperature, swelling of the skin of the left dorsum of the left hand; 4. Therapeutic measures taken and the results: immediately after the discovery of the case, remove the cannula, and on june 2, the patient's left dorsum of the left hand playing the cannula site of the localized skin redness, high skin temperature, left dorsum of the left hand swelling of the skin, given to the elevation of the affected limbs, wet magnesium sulfate, topical hilotoxin, pepcidone, and so forth, and so forth, the patient was given to the hospital. , external application of hilotropic, bactroban, (B)(6) 2026, the left hand back of the indwelling needle puncture site vascular redness, skin temperature is normal, there is still swelling, the follow-up check of the hand ultrasound, clear no thrombosis, and then the medical team to consider for the left hand back of the indwelling needle puncture site infection."